Event description:
It was reported that the patient with this electrode received an inappropriate shock due to oversensing of artifacts. Technical services (ts) was consulted for further evaluation. Ts noted there was noise observed post shock. Nine days later artifact was seen in the presenting subcutaneous electrocardiogram (s-ECG) as well as five days prior to the shock episode. Ts recommended attempting to reproduce the noise during in-clinic troubleshooting, as well as obtaining x-ray imaging to assess device connections, system positioning, and to rule out potential electrode kinking or bending. No adverse patient effects were reported aside from the inappropriate therapy. The electrode remains in service.